Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51-53 mg/dl. Suspected cause was due to customer self-adjusting an unspecified personal profile setting. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.